Event description:
(B)(6). It was reported that on (B)(6) 2022 four esprit btk scaffolds (three 3.0x38s and one 3.5x38 mm) were implanted in the right anterior tibial artery (ata). On 05/15/2026 the patient reported having right calf cramping and cold from the knee on down. Doppler ultrasound found occluded stents in the superficial femoral artery (sfa) and popliteal artery. Posterior tibial artery, peroneal and anterior tibial artery were also occluded. Angiogram on (B)(6) 2026 found 100% stenosis in the right profunda, sfa, popliteal, anterior tibial, tibioperoneal trunk (tpt), posterior tibial, peroneal, dorsalis pedis. Lower limb revascularization was performed on (B)(6) 2026 using atherectomy, angioplasty and infusion of tpa (tissue plasminogen activator) over 30 minutes during the procedure for primary thrombus. Drug eluting stents were implanted in the tpt and ata. Although there was no thrombus in the study devices, the entire length of the study vessel was occluded and required treatment with angioplasty and stenting. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of pain and occlusion are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of scaffolding procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional devices referenced in b5 are filed under separate medwatch report numbers.